Event description:
It was reported the patient with this neurostimulator experienced infection on the right side on the ins site and buttock area. The patient was currently on an antibiotic and has been for a few months now. The patient had their infection drained. The patient has an appointment with the physician to discuss a possible explant, even though the device helps with their symptoms. Further information reported that the patient had an ins swap to the other pocket on (B)(6) 2025 due to infection. The patient stated their symptoms are slowly getting back to where they were before. The patient did receive IV antibiotics and IV fluids overnight after their surgery. The patient was educated how stress and IV fluids can make their symptoms worse for a few days. The patient will reach out if they need anything. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator experienced infection on the right side on the ins site and buttock area. The patient was currently on an antibiotic and has been for a few months now. The patient had their infection drained. The patient has an appointment with the physician to discuss a possible explant, even though the device helps with their symptoms. Further information reported that the patient had an ins swap to the other pocket on (B)(6) 2025 due to infection. The patient stated their symptoms are slowly getting back to where they were before. The patient did receive IV antibiotics and IV fluids overnight after their surgery. The patient was educated how stress and IV fluids can make their symptoms worse for a few days. The patient will reach out if they need anything. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email.

Event description:
It was reported the patient with this neurostimulator experienced infection on the right side on the ins site and buttock area. The patient was currently on an antibiotic and has been for a few months now. The patient had their infection drained. The patient has an appointment with the physician to discuss a possible explant, even though the device helps with their symptoms. Further information reported that the patient had an ins swap to the other pocket on (B)(6) 2025 due to infection. The patient stated their symptoms are slowly getting back to where they were before. The patient did receive IV antibiotics and IV fluids overnight after their surgery. The patient was educated how stress and IV fluids can make their symptoms worse for a few days. The patient will reach out if they need anything. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient with this neurostimulator experienced infection on the right side on the ins site and buttock area. The patient was currently on an antibiotic and has been for a few months now. The patient had their infection drained. The patient has an appointment with the physician to discuss a possible explant, even though the device helps with their symptoms. Further information reported that the patient had an ins swap to the other pocket on (B)(6) 2025 due to infection. The patient stated their symptoms are slowly getting back to where they were before. The patient did receive IV antibiotics and IV fluids overnight after their surgery. The patient was educated how stress and IV fluids can make their symptoms worse for a few days. The patient will reach out if they need anything. There were no additional patient complications.